Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer requested assistance with priming their insulin pump. Customer's blood glucose was 166 mg/dl. The customer also reported their buttons were difficult to press on the insulin pump. Customer stated the up and down arrows were hard to press and would often be unresponsive. The customer declined to the replace their insulin pump. No additional information provided.